Event description:
A customer reported that a pt experienced halos and glare following an intraocular lens (iol) implant procedure. The iol was exchanged one month later for another lens. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. The root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone and fax. A completed questionnaire was not received. (B)(4).